Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument clips were misfiring. The procedure was completed with no reported injury.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint. The complaint alleged that the instrument "clips misfiring." Failure analysis found the primary failure of "clips misfiring" to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips clip test was performed and failed. The clip would not clip onto the test tube. Failure analysis investigations found additional observation(s) not reported by site: the instrument was found to have an input disk broken. Input disk #6 found completely detached from the base of the housing.